Event description:
After the application of the skull clamp for a cervical laminectomy the pt was in the prone position. During moving the pt the clamp slipped, resulting in a 1cm scalp (cranial) laceration. The clamp was reapplied and the procedure continued.